Event description:
During service by baxter personnel, a colleague infusion pump was found to have a faulty main display with multiple lines/missing segments. This condition had the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty main display missing some segments and lines. To correct this condition, the main display was replaced. If any additional information is received, a follow-up MDR will be sent.